Manufacturer narrative:
Elevated bg level was 274 (mg/dl).

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an altitude alarm while attempting to complete a cartridge load. Reportedly, customer had to let the battery deplete and then recharge the pump in order to load cartridge and dismiss alarm. As a result, customer experienced an elevated blood glucose level which was addressed by resuming insulin delivery with pump.